Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. It was stated that the customer was near a diabetic coma. Once the customer was treated, the customer was put back on the insulin pump, and her blood glucose levels immediately elevated. The customer also got no delivery alarms. Later, spoke with the customer. She stated that her hospitalization was due to diabetic ketoacidosis, with a blood glucose reading of 700 mg/dl. Prior to the event, the customer was vomiting and experiencing high blood glucose levels above 400 mg/dl. The customer changed the infusion set, but continued with high blood glucose levels and subsequently passed out. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.